Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate patient (age & gender unknown), the electrodes would not adhere to the patient's skin. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The electrodes were returned for evaluation. Evaluation of the onestep complete electrodes lot number 3015 revealed excessive amounts of hair and scaly skin. Additionally, the conductive gel was found separating from the apex electrode. An adhesive pull test was performed on the raw material foam used to construct the pair of electrodes. The results were within specification and showed excellent bonding capability. Analysis of reports of this type has not identified an increase in trend.